Manufacturer narrative:
The reported event of unable to complete device check was confirmed. Based on the information provided, it was determined that the device was no longer advertising due to ble lockout. The root cause of the ble lockout was unable to be determined.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.